Manufacturer narrative:
(B)(6) tech support troubleshot with facility biomed and determined the problem to be camera failure. Field service engineer was sent on site to confirm problem and install the replacement camera. Fse replaced camera per manual and completed x-ray tests to verify the image did appear on the monitor during fluoro. Fse completed camera calibration and then completed a system checkout per service checklist. Unit was returned to full service by the customer.

Event description:
April 28: customer reported that a male was having a retrograde cystogram with stent placement when the fluoro failed. Fluoro failure occurred after the stent had been placed, therefore physician was able to complete the procedure using endoscope. No reported injury.